Event description:
It was reported that patient underwent total hip arthroplasty in (B)(6) 2010. Subsequently, the patient was revised on unknown date due to multiple dislocations.

Manufacturer narrative:
Deformation of the polyethylene liner suggests the device was loaded in the unsupported region. This report submitted (B)(4), 2011.

Manufacturer narrative:
Event date - unknown. Implanted date - (B)(6) 2010. Explanted date - unknown. Current information is insufficient to permit a conclusion as to the cause of the event. The part and lot number information needed to review device history records was unavailable. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).